Event description:
A consumer reports blurry vision at near, intermediate, and distance following intraocular lens (iol) implant surgery. She has been wearing a contact lens on her fellow eye since surgery. Through a medwatch report, the consumer also states experiencing corneal abrasion which has since healed, floaters, ghosting, and astigmatism. She states that her "visual handicap is much worse than when I had the cataract." She states that her surgeon told her that he miscalculated the measurements and she would need additional power in her operated eye. At the report of the consumer, the surgeon has not been contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. This report was mailed to FDA on: 11/20/2008.